Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use of the device, the markings on the tube were rubbing off with normal use. It was indicated that there was no patient injury in this event and patient symptoms or complications associated with this event.